Manufacturer narrative:
Evaluated one opened/used reservoir, perform visual inspection and reservoir missing the rubber septum.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a reservoir leak while he was priming the tubing. The patient's blood glucose at the time of incident was 215 mg/dl. Troubleshooting was initiated for the leak. The customer verified that the insulin pump was dry. The leak was past the first o-ring. The customer mentioned there was an air bubble in the reservoir and he was advised that the leak could be caused by the air bubble expanding and during the filling process and pulling insulin into the barrel. There were no cracks or splits in the barrel, and all of the components were present except for the septum. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.